Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 and kept going from hospitals to rehab centers. The cause of death was heart failure. The caller stated that the customer had heart and kidney issues that may have led to the customer's passing. The customer¿s blood glucose was 600 to 900 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis as its location was unknown. Frn- model unknown ¿ reservoir.